Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that they were unsure if they press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All buttons function properly; no damage to keypad traces and connector on electrical board 1 was not unlocked during visual inspection. Device passed the keypad voltage test. Device received with pillowing keypad overlay, peeling/fading end cap address label and scratched case. Moisture damage on electronic board stack, corroded force sensor assembly and moisture damage on motor assembly.